Event description:
The customer reported the system is not booting up. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The problem was verified. Re-seated table electronics cabinet boards and re-seated power supply plugs, system operating normally. This MDR is related to ge healthcare complaint number.